Manufacturer narrative:
(B)(4). Evaluation summary: subsequent to the previously reported evaluation summary, the following information was concluded: it is likely that manipulation of the device during retraction contributed to the noted stretched inner/outer member at the proximal seal, outer member tear, mid lap seal and guide wire exit notch, ultimately causing the reported shaft detachment. It was noted during follow up with the customer that stent deployment was confirmed under fluoroscopy; however, the stent subsequently became unaccounted for during the procedure, thus causing the reported stent migration. In addition, it was reported that the device was prepped (air aspirated) inside the anatomy. It is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion. The lesion was pre-dilated with a 2.5mm balloon. During stent deployment, the balloon was inflated once to 6 atmospheres (atms), but no contrast was seen entering the balloon, so the balloon was deflated and then re-inflated up to 14 atms. The balloon failed to deflate, so attempts were made to deflate the balloon, but were unsuccessful. The catheter was cut, but the balloon failed to deflate. In an attempt to remove the delivery system, the catheter separated. The stent could not be seen in the patient. The patient experienced st elevation and chest pain. Medication was given. The patient was declining, so the entire unit including the stent was pulled out. The left main became dissected and the patient went into cardiac arrest, which required a balloon pump and defibrillation. The patient was taken for an emergency coronary artery bypass graft. The patient remains hospitalized in intensive care with extracorporeal membrane oxygenation (ECMO) support and is in critical condition. No additional information was provided.

Manufacturer narrative:
Patient codes: 1969 labeled. Device codes: 2017 labeled. Internal file number: (B)(4) correction: outcomes attributed to adverse event = death. Correction: type of reportable event = death . Correction: patient code 1838 was removed and code 1969 was added. Device code 2017- incorrect prep. Evaluation summary: a visual inspection was performed on the returned device. The reported detachment of the device was confirmed. The reported inflation/deflation issue and difficult to remove could not be tested due to the condition of the returned device. The reported stent migration could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effects of dissection, angina, myocardial infarction, ventricular fibrillation and death are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the inflation/deflation issue and difficult to remove. In addition, it was reported that the device was prepped (air aspiration) inside the anatomy. It should be noted that the xience xpedition IFU states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: the vessel was the circumflex artery. After removal of the device, the patient experienced a myocardial infarction. Sometime post-procedure, the patient died. No additional information was provided.